Event description:
In 2008, the lay user/reporter contacted lifescan (lfs) on behalf of the lay-user/pt alleging the one touch ultra meter is giving an error 5 message. According to the reporter, the error 5 message first occurred the previous month. It is not known how the pt was able to maintain his diabetes treatment after the reported issue began. Two months later at 8:00pm, the pt reportedly passed out and the emergency service was called. Upon arrival, the pt obtained a blood glucose reading of "40 mg/dl" on the ems meter and was given glucose IV. The day prior to original date, the pt decreased his diabetes insulin regimen from 35 units to 25 units at night and from 50 units to 10 units during the day. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's medical intervention/reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the reported issue was resolved with troubleshooting. This complaint is being reported because the pt claimed that he was hypoglycemic, and was treated with glucose IV after the error 5 issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested the reuturn of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.